Manufacturer narrative:
The pump powered on with a horizontal green line through the display. A test display was inserted and the test display functioned normally with no lines through it. Unrelated to the original complaint, investigation revealed a crack in the pump casing between the keypad cover and the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.